Event description:
The user facility reported that during a patient procedure, the distal end broke on their halsted mosquito forceps. The distal end was successfully retrieved during a follow up procedure, and no injuries were reported.

Manufacturer narrative:
The device subject of the reported event was discarded by user facility personnel and is not available for evaluation. Without the returned device, a root cause could not be determined. As the device was discarded and a lot number was not provided, a review of the device history record could not be performed. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.